Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with customer, livanova learned that: - positive microbial results are related to post-disinfection device water samples - the device is cleaned regularly as per the instructions for use - disposable gloves are used solely for 3t device during cleaning - the hospital does not use patient reusable blankets - the water quality monitoring is applied and the h2o2 is checked, but it was not reported how frequently - h2o2 is added when the water in the tanks is changed (each 7 days) - a disposable pall-aquasafe water filter with 0.2 m membrane or equivalent performance filter is used for tap water, but it was not reported how frequently the filter is changed - prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected - the 3t aerosol collection set is replaced after allowed use period (7 days) - the 3t field blue tubing set is replaced each year - the device is placed outside the operation theater during use - when the device is not used, it is stored full of water, and the h2o2 is checked daily during days of non-use - no other devices/surfaces in the operating room were tested in order to identify the source of contamination, neither the sink water. In addition, it was learned that deep disinfection was performed on the device. Based on collected information, no evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.